Event description:
I went to (B)(6) to have an elective plastic surgery. Dr (B)(6) and his nurse suggested that I would be a good candidate for j-plasma, I agreed to pay the additional (B)(6) for the j-plasma believing it would tighten my skin and enhance my procedure results. It actually caused serious complications that resulted in hospitalization almost immediately after surgery. I was bleeding excessively and almost needed a transfusion, I also could not hold down anything including water for over a week. It's now been just over six months from my the insertion of the device and it still feels as though my skin is burning off. I cannot sleep due to the excessive pain and constant trapped gas under my skin and throughout my abdomen. I have uneven lumps on my stomach from the j-plasma that have caused me to need an additional surgery that I'm now scheduled for next month. I've had cat scans, ultrasound, blood work, hospitalized and excessive workouts for this in both (B)(6) and (B)(6) surgery. FDA safety report ID# (B)(4).